Event description:
It was reported that the ventilator showed high respiratory rate and low volume. Furthermore, some tests did not pass. No more information provided. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator showed high respiratory rate and low volume. Furthermore, some tests did not pass. Identification of issue has been done by analyzing problem description. The patient involvement is unknown. No more information was provided. The respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Higher or lower respiratory rate than set may lead to insufficient ventilation or no ventilation to the patient. Expiratory minute volume low alarm concerns the preset or default alarm limit exceeded. This alarm can arise through for example: low spontaneous patient breathing activity, leakage around the cuff or leakage in the patient breathing system. Alarms will be raised if set alarm limits are violated. Unfortunately, device logs have not been available, hence no further analysis has been possible. The root cause of the reported event has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/24/2016; corrected manufacture date: 08/15/2016.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator showed high respiratory rate and low volume. Furthermore, some tests did not pass. Identification of issue has been done by analyzing problem description. The patient involvement is unknown. According to information provided from the technician, the issue has not been confirmed during on-site investigation. The device was delivered to the user in working condition. The respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Higher or lower respiratory rate than set may lead to insufficient ventilation or no ventilation to the patient. Expiratory minute volume low alarm concerns the preset or default alarm limit exceeded. This alarm can arise through for example: low spontaneous patient breathing activity, leakage around the cuff or leakage in the patient breathing system. Alarms will be raised if set alarm limits are violated. Unfortunately, device logs have not been available, hence no further analysis has been possible. The root cause of the reported event has been determined as not confirmed.